Manufacturer narrative:
The technical support specialist assisted the customer with a calibration to run, so technical support advised the customer to put his calibrator not in position #1 but position #3 and start the calibration. This did work but the customer is still concerned why he is unable to use position 1&2 on his carousel. The field service engineer (fse) was dispatched and on (B)(6) 2017 the fse cleaned and lubricated the nozzle rod and screw. The fse also cleaned and lubricated the substrate, diluent and wash towers, preformed pm 202 spec z axis adjustment, performed liquid level test and calibrated for bhcg. The probable cause of the event was that pm 202 spec z-axes was out of alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported error 2011 "air detected in sample" with their aia-360 analyzer sn#(B)(4). The customer reports receiving the air detected in specimen placed in carousel positions 1&2. The customer stated that this has been happening for the past month. The customer works using only the positions 3 and higher to run specimens. A field service engineer was dispatched. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for bhcg and pth which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.